Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is per the customer report of "july 2022". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an unspecified reading issue with the adc meter. The caller reported the customer was dehydrated and almost unconscious, with an unspecified glucose result from the adc meter. The customer was taken to hospital where they were treated with insulin (dose/type unknown), and additionally calcium gluconate. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. DHR for the freestyle freedom lite meter was reviewed and the DHR for the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an unspecified reading issue with the adc meter. The caller reported the customer was dehydrated and almost unconscious, with an unspecified glucose result from the adc meter. The customer was taken to hospital where they were treated with insulin (dose/type unknown), and additionally calcium gluconate. There was no report of death or permanent injury associated with this event.